Event description:
It was reported that the patient experienced inadequate stimulation and underwent a revision procedure where the implantable pulse generator ipg was replaced. Post operatively the patient was doing well.

Manufacturer narrative:
The ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A labelling review found that the reported event of inadequate stimulation is a known risk of implanting a pulse generator as part of a system to deliver stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a revision procedure where the implantable pulse generator ipg was replaced. Post operatively the patient was doing well.